Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient scs controller was displaying the "replace generator soon" message. The elective replacement indicator message displayed was premature. The device has the appropriate level of battery voltage to provide therapy. Follow up identified a company representative met with the patient and updated the patient's scs controller software to properly calculate the ipg battery life. However, the patient had decided to have the scs ipg replaced due to the high settings the patient was using. Surgical intervention was planned for a later date.

Event description:
Follow up information received identified the patient had the scs ipg replaced with a rechargeable ipg.